Event description:
The customer reported multiple motor error alarms during the prime sequence, followed by no delivery alarms. The customer's blood glucose was 228 mg/dl. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.